Event description:
Septic arthritis of the hip; intrapelvic abscess. A published case report entitled "septic arthritis of the hip and intrapelvic abscess following intra-articular injection of hylan gf-20. A case report" was received in 2004. A pt with a history of heavy alcohol consumption, but no other major medical problems experienced septic arthritis of the hip and intrapelvic abscess following intra-articular injection of hylan g-f 20. The pt presented with progressive pain in the hip of two years duration. Radiographs demonstrated ficat-arlet stage-IV osteonecrosis of the hip. Total hip arthroplasty was recommended, but the pt declined. They were treated initially with an intra-articular hip corticosteriod injection. The pt noticed a decrease in symptoms for a few weeks, but within two months the pain had returned, pt used a cane full time, and they had difficulty working. The pt returned to their orthopedic surgeon and received an intra-articular injection of hylan g-f 20. No relief was noted following the viscosupplement hylan g-f 20, and within two to three weeks the symptoms had worsened. The pt could no longer work or walk. No more injections were given. The pain continued to worsen, severe swelling developed in the right lower extremity, and they had a low-grade fever and night sweats. Five weeks after the synvisc injections, radiographs and a CT scan demonstrated massive destruction of the hip joint and an abscess of the joint tracking superiorly and enveloping the right hemipelvis. The pt complained or severe pain and physical exam revealed erythema and swelling over the anterior aspect of the hip. Passive hip motion caused substantial pain. Aspiration of the right hip yielded gross purulence. More than 2 l pus was drained. The hip joint was directly communicated with the iliacus abscess and the organism was identified as peptostreptococcus. The necrotic femoral head and acetabulm were debrided. Drains were placed into the iliacus cavity and the hip joint, and the wound was closed. The pt was treated with culture specific intravenous antibiotics. One week later, the pt returned with a wound dehiscence. Resection of the infected remnant of the femoral head and neck and additional debridement of the acetabulum was performed. An antibiotic-impregnated cement spacer was placed, and the anterior and posterior wounds were once again closed over drains. Enteric gram-negative rods and gram-positive cocci were grown on culture of intraoperative specimens. Repeat incision and drainage procedures were performed and a vacuum-suction sponge device was then utilized to bring the wound edges together. Finally, a split thickness skin graft was required for coverage of the wound. The pt was discharged while still being treated with intravenous antibiotics. They were seen eight weeks later. There was no clinical or laboratory evidence of persistent infection. The pt underwent removal of the antibiotic impregnated cement spacer and conversion total hip arthroplasty. Six months following the arthroplasty, the pt had no hip pain or clinical evidence of infection. The author stated that this case report suggested that if an inflammatory reaction occurred after viscosupplementation injection, infection should be considered a possible cause. MFR's comment: synvisc is approved in the united states for the treatment of pain in osteoarthritis of the knee in pts who have failed to respond adequately to conservative non-pharmacologic therapy and simple analgesics, (e.g. Acetaminophen). Synvisc is approved for the treatment of osteoarthritis of the hip joint. Qa investigation results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.